Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump delivered an unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the code appeared for the last 3 hours. Customer called after completing alarm troubleshooting, and the alarm persisted. Customer was advised a replacement insulin pump will be shipped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to confirm unexpected alarm and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.